Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a procedural delay occurred due to the need to reload a new valve and delivery catheter system (dcs). No adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, in a patient with right coronary cusp (rcc)/left coronary cusp (lcc) and rcc/non-coronary cusp (ncc) fusion with a large chunk of calcium measuring approximately 5.8mm between the rcc/lcc extending into left ventricular outflow tract, during both valve load inspections, there were no node overlap visual via fluoroscopy. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon to widen the valve opening for better expansion. Following the bav, during the first deployment attempt, the valve was at depth of 3mm on the ncc and +2mm on the lcc, the valve was recaptured and attempted to deploy deeper on the ncc. During the second deployment attempt, a large infold of the valve frame was noted most likely from being higher on the lcc and the chunk of calcium infolded the valve during recaptured. The valve was recaptured and withdrawn from the patient. Subsequently, a new valve and a new delivery catheter syst em were used. The new valve was deployed at a good depth successfully. The implanting team decided to perform a post-implant bav using a 25mm non-medtronic balloon for better expansion of the valve due to the patient¿s age. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011832523); product type: 0195-heart valves; implant date n/a; explant date n/a product ID: 22mm dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID: 25mm dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.